Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported that initially the vitrectomy cutter would not move; however, the aspiration continued. The surgeon reduced the cut rate, and the cutter began to move and the surgery was completed with no pt injury reported.